Event description:
It was reported cardiac perforation and pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman fxd curve double access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected for use. During deployment, a flx ball was started to be formed when it was noted on fluoroscopy imaging that the sheath position suddenly changed and went outside the border of the laa on the screen. An immediate check was performed via transesophageal echocardiography (tee) for signs of pericardial effusion. The device was observed to be in the pericardial space. St segment elevation was noted. The implanting physician shot contrast to confirm, and an effusion was confirmed on the posterior wall of the laa. Compression of the heart was noted on tee, but the patient remained hemodynamic stable. A pericardial drain was placed to treat the effusion removing approximately 650 ml of fluid. Almost all but 170 ml was auto transfused back to the patient. The patient was taken to surgery for open-heart surgery to repair the perforation and clip the laa. There were no further complications. The patient was discharged home and reported to be doing well.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis. The watchman flx? Pro was discarded; therefore, returned device analysis could not be completed. Device history record review. A review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60270, batch # 0037702311. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include pericardial effusion, perforation, cardiac and arrhythmias (st segment elevation) (additional device required, surgical intervention, blood transfusion, hospitalization or prolonged hospitalization). Risk review: a risk review was completed and confirmed that the events of pericardial effusion, perforation, cardiac and arrhythmias (st segment elevation) were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported cardiac perforation and pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman fxd curve double access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected for use. During deployment, a flx ball was started to be formed when it was noted on fluoroscopy imaging that the sheath position suddenly changed and went outside the border of the laa on the screen. An immediate check was performed via transesophageal echocardiography (tee) for signs of pericardial effusion. The device was observed to be in the pericardial space. St segment elevation was noted. The implanting physician shot contrast to confirm, and an effusion was confirmed on the posterior wall of the laa. Compression of the heart was noted on tee, but the patient remained hemodynamic stable. A pericardial drain was placed to treat the effusion removing approximately 650 ml of fluid. Almost all but 170 ml was auto transfused back to the patient. The patient was taken to surgery for open-heart surgery to repair the perforation and clip the laa. There were no further complications. The patient was discharged home and reported to be doing well.